Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of medical device removal ('essure removal') in a 36-year-old female patient who had essure inserted for female sterilization. On (B)(6) 2015, the patient had essure inserted. On (B)(6) 2019, the patient underwent medical device removal (seriousness criteria medically significant and intervention required), 4 years 9 months after insertion of essure. At the time of the report, the medical device removal outcome was unknown. The reporter considered medical device removal to be related to essure. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 31-aug-2020: quality safety evaluation of ptc. Based on the available information, a review of our complaint records and other relevant data was conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of intra-uterine contraceptive device removal ('essure removal') in a (B)(6) female patient who had essure inserted for female sterilization. On (B)(6) 2015, the patient had essure inserted. On (B)(6) 2019, the patient underwent intra-uterine contraceptive device removal (seriousness criteria medically significant and intervention required), 4 years 9 months after insertion of essure. At the time of the report, the intra-uterine contraceptive device removal outcome was unknown. The reporter considered intra-uterine contraceptive device removal to be related to essure. The reporter commented: ectopic pregnancy: no; infection w IV antibiotics: no; hospitalization: no; abscess: no; sepsis: no; blood transfusion: no. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('migration of the essure device to the abdominal or pelvic cavity, perforation of the uterus, fallopian tubes or other organs'), perforation ('perforation of the uterus, fallopian tubes or other organs') and uterine perforation ('perforation of the uterus, fallopian tubes or other organs') in a 36-year-old female patient who had essure (batch no. C51348) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "unintended pregnancy". On (B)(6) 2015, the patient had essure inserted. On (B)(6) 2019, the patient experienced uterine perforation (seriousness criterion intervention required), 4 years 9 months after insertion of essure. On an unknown date, the patient experienced fallopian tube perforation (seriousness criterion intervention required), perforation (seriousness criterion intervention required), pelvic pain ("pelvic pain"), abdominal pain ("chronic abdominal pain"), back pain ("back pain"), genital haemorrhage ("excessive bleeding"), hypersensitivity ("allergic reaction"), autoimmune disorder ("auto-immune reactions"), headache ("headaches"), fatigue ("chronic fatigue"), alopecia ("hair loss"), tooth loss ("tooth loss"), mood altered ("mood changes"), anxiety ("anxiety") and depression ("depression"), was found to have a pregnancy with contraceptive device ("unintended pregnancy") and was found to have weight decreased ("weight changes"). The patient was treated with surgery. Essure was removed on (B)(6) 2019. At the time of the report, the fallopian tube perforation, perforation, uterine perforation, pelvic pain, abdominal pain, back pain, genital haemorrhage, pregnancy with contraceptive device, hypersensitivity, autoimmune disorder, headache, fatigue, weight decreased, alopecia, tooth loss, mood altered, anxiety and depression outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was not reported. The reporter considered abdominal pain, alopecia, anxiety, autoimmune disorder, back pain, depression, fallopian tube perforation, fatigue, genital haemorrhage, headache, hypersensitivity, mood altered, pelvic pain, perforation, pregnancy with contraceptive device, tooth loss, uterine perforation and weight decreased to be related to essure. The reporter commented: on follow up, reporter informed that patient still suffers from de adverse events. Lot number: c51348, manufacture date: 2014-05, and expiration date: 2017-05. Quality-safety evaluation of ptc: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available. Most recent follow-up information incorporated above includes: on 13-sep-2021: quality safety evaluation of ptc. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of fallopian tube perforation ('migration of the essure device to the abdominal or pelvic cavity, perforation of the uterus, fallopian tubes or other organs'), perforation ('perforation of the uterus, fallopian tubes or other organs') and uterine perforation ('perforation of the uterus, fallopian tubes or other organs') in a 36-year-old female patient who had essure (batch no. C51348) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device ineffective "unintended pregnancy". On (B)(6) 2015, the patient had essure inserted. On (B)(6) 2019, the patient experienced uterine perforation (seriousness criterion intervention required), 4 years 9 months after insertion of essure. On an unknown date, the patient experienced fallopian tube perforation (seriousness criterion intervention required), perforation (seriousness criterion intervention required), pelvic pain ("pelvic pain"), abdominal pain ("chronic abdominal pain"), back pain ("back pain"), genital haemorrhage ("excessive bleeding"), hypersensitivity ("allergic reaction"), autoimmune disorder ("auto-immune reactions"), headache ("headaches"), fatigue ("chronic fatigue"), weight fluctuation ("weight changes"), alopecia ("hair loss"), tooth loss ("tooth loss"), mood altered ("mood changes"), anxiety ("anxiety") and depression ("depression") and was found to have a pregnancy with contraceptive device ("unintended pregnancy"). The patient was treated with surgery. Essure was removed on (B)(6) 2019. At the time of the report, the fallopian tube perforation, perforation, uterine perforation, pelvic pain, abdominal pain, back pain, genital haemorrhage, pregnancy with contraceptive device, hypersensitivity, autoimmune disorder, headache, fatigue, weight fluctuation, alopecia, tooth loss, mood altered, anxiety and depression outcome was unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. Potential fetal exposure to essure occurred during the first trimester. The pregnancy outcome was not reported. The reporter considered abdominal pain, alopecia, anxiety, autoimmune disorder, back pain, depression, fallopian tube perforation, fatigue, genital haemorrhage, headache, hypersensitivity, mood altered, pelvic pain, perforation, pregnancy with contraceptive device, tooth loss, uterine perforation and weight fluctuation to be related to essure. The reporter commented: on follow up, reporter informed that patient still suffers from de adverse events. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 3-sep-2021: reporter added and updated, lot number of essure added, chronic abdominal pain, pelvic pain female, back pain, unintended pregnancy, device ineffective, genital bleeding, fallopian tube perforation, organ perforation, allergic and auto-immune reactions, headaches, weight changes, chronic fatigue, hair loss, tooth loss, mood changes, anxiety and depression. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was originally reported by a lawyer on behalf of a consumer (subsequently medically confirmed) and describes the occurrence of fallopian tube perforation ("migration of the essure device to the abdominal or pelvic cavity, perforation of the uterus, fallopian tubes or other organs"), perforation ("perforation of the uterus, fallopian tubes or other organs") and uterine perforation ("perforation of the uterus, fallopian tubes or other organs") in a 36 year-old female patient who had essure inserted (lot no. C51348) for female sterilisation. Additional non-serious events are detailed below. Product or product use issues identified: device ineffective ("unintended pregnancy"). The patient had a medical history of anxiety, memory loss, cold, vertigo, syncope, parity 3, multi gravida, double vision, migraine, dizziness, nausea and heavy periods. The patient had a family history of breast cancer and bone cancer. Concurrent conditions were listed as metrorrhagia, dysuria, arthralgia, metrorrhagia, migraine, night sweat, increased urinary frequency, abdominal cramps, vasovagal reaction, fatigue, memory disturbance, endometriosis, dysuria, dyspareunia, vulvovaginal human papilloma virus infection and abnormal uterine bleeding. On (B)(6) 2015, the patient had essure inserted. On unknown date she experienced fallopian tube perforation (seriousness criterion intervention required), perforation (seriousness criterion intervention required), pelvic pain ("pelvic pain"), abdominal pain ("chronic abdominal pain"), back pain ("back pain"), genital haemorrhage ("excessive bleeding"), pregnancy with contraceptive device ("unintended pregnancy"), hypersensitivity ("allergic reaction"), autoimmune disorder ("auto-immune reactions"), headache ("headaches"), fatigue ("chronic fatigue"), weight fluctuation ("weight changes"), alopecia ("hair loss"), tooth loss ("tooth loss"), mood altered ("mood changes"), anxiety ("anxiety") and depression ("depression"). The patient was treated with surgery. On (B)(6) 2019, 1743 days after essure insertion, she experienced uterine perforation (seriousness criterion intervention required). Essure was removed the same day. At the time of the report, the outcomes for these events were unknown. Pregnancy related information: retrospective report. Last menstrual period and estimated date of delivery were not provided. The patient's treatment dates suggest potential fetal exposure to essure during the first trimester. The pregnancy outcome was not reported. The delivery occurred on an unknown date. The reporter considered abdominal pain, alopecia, anxiety, autoimmune disorder, back pain, depression, fallopian tube perforation, fatigue, genital haemorrhage, headache, hypersensitivity, mood altered, pelvic pain, perforation, pregnancy with contraceptive device, tooth loss, uterine perforation and weight fluctuation to be related to essure administration. The reporter commented: on follow up, reporter informed that patient still suffers from de adverse events. At the end of the procedure, 2-3 coils of the essure device could be seen trailing into the uterine cavity trim the openings of the right and the left fallopian tubes. The procedure was well tolerated. Diagnostic results (normal ranges are provided in parenthesis if available): [computerised tomogram] on (B)(6) 2014: interpretation- no abnormality is identified. [Hysterosalpingogram] on (B)(6) 2015: history of tubal ligation. The uterus is normal in appearance. No contrast was seen to extend beyond the essure coils. Of note, is that the patient had a significant vasovagal reaction just after the procedure was terminated. Patient was unresponsive for about 20-30 second period. Patient maintained good color throughout examination. The patient responded with elevation of legs on calf compression. Patient stated today she has been having some increased palpitations. [Pathology test] on (B)(6) 2019: clinical diagnosis ¿ tubes and uterus, vulvar skin tags. Source of specimen 1. Vulvar lesion, skin tags 2. Uterus and cervix, and bilateral fallopian tubes gross description: the right fallopian tube is 7 x 0.8 cm, focally congested with an unremarkable fimbriated end. Sections reveal it has unremarkable lumen. The left fallopian tube is 6.7 x 0.8 cm focally congested with an unremarkable fimbriated end. 1. Biopsy of vulva skin tags: - benign skin, negative for intraepithelial lesion and malignancy, 2. Hysterectomy and bilateral salpingectomy; uterus with cervix and two fallopian tubes: - benign secretory endometrium, negative for intraepithelial neoplasia and malignancy - benign myometrial and cervical tissue - benign fallopian tubes [pregnancy test] on (B)(6) 2019: negative [pregnancy test urine] on (B)(6) 2015: negative [ultrasound pelvis] on (B)(6) 2018: a few tiny benign cystic areas are seen within the fundal portion of the endometrial complex. Artefact from a known bilateral tubal micro-inserts demonstrate satisfactory position with no convincing complication. Dr suspect normal corpus luteum in the left ovary. The uterus, ovaries and adnexae were otherwise unremarkable. Mild free fluid in the posterior cul-de-sac; in november 2018: microtubule inserts in correct position, normal ovaries [ultrasound scan vagina] on (B)(6) 2017: iud coils are seen within the cornual portions of the uterus bilaterally. Impression: no significant abnormality seen. Lot number:c51348 manufacture date:2014-05 expiration date: 2017-05. Quality-safety evaluation of ptc: for essure: no defect could be confirmed by the manufacturer. All component batches used for manufacturing of this product batch fulfilled the set specifications. Batch documentation did not reveal any deviations during the manufacturing process that could have caused the described complaint reason. Trend analyses of complaints are reviewed regularly, no signal was observed with regard to the reported complaint reason. The risk management file was reviewed and an update was not deemed required. A technical investigation of the complaint sample could not be conducted, as no sample was available.. The most recent follow-up information incorporated above includes data received on: (B)(6) 2024: medical record received. Lab data including (surgical pathology report) were added. Concomitant conditions, medical history were added. Patient information & new reporters were added. We received a lot number in this case. A technical investigation was conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.